Event description:
New information received noted that the transmission from merlin.net showed the right ventricular lead exhibited additional noise oversensing. The noise was not reproducible in clinic. The patient will continue to be monitored. There were no patient consequences.

Event description:
It was reported that the patient presented for follow up with noise exhibited by the right ventricular lead. There was no intervention reported. The patient was stable.